Event description:
It was reported that during a patient event, their device lost power two times resulting in over a minute of a delay in patient care. The device functioned otherwise and the patient did not suffer any adverse effects as a result of the reported failure. No additional information of the patient event was provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio did observe within the electronic patient record that the device did lose power; however during testing, there were no abnormalities found. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported device issue could not be determined.